Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. All results are in miu/ml. The initial result was 119.9 which did not compare to the previous results for the patient and triggered a delta check. The repeat result was >10000 with a data flag. The automatic repeat result was 14023. The result was 14023 was believed to be correct and was reported outside the laboratory. The patient was not adversely affected. The hcg+ss reagent lot number was 16956305 with an expiration date of 01/31/2014. The customer noted the track that the sample rack travels on the analyzer appeared jerky in motion and that there appeared to be bubbles in the samples after the sample rack was jerked on the track. The field service representative was unable to determine a cause. He cleaned and slightly lubricated the trays and input area where the sample racks slide. He verified the racks traveled through the system with no jerky motion or binding.